Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several recorded electrogram that were indicating supraventricular tachycardia instead of ventricular tachycardia was observed via remote transmission. The device was having difficulties accurately diagnosing between supraventricular tachycardia and ventricular tachycardia because of the patient's ventricular morphology. Programming changes were discussed, but it was elected to not conduct programming changes. The patient was asymptomatic despite being in ventricular tachycardia for several hours.